Event description:
It was reported that the patient was admitted into the intensive care unit (ICU) with acute hypoxemic respiratory failure on (B)(6), 2026. The patient's blood glucose levels were not provided but the patient was wearing the pod at the time of the reported event. The pod started beeping while the patient was in the ICU. The patient was treated with unspecified intravenous fluids, insulin, antibiotics, ceftriaxone and hydrocortisone. The patient reportedly remains hospitalized. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported admittance into the intensive care unit (ICU) and acute hypoxemic respiratory failure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available.